Event description:
It was reported that during a tlif surgery at l2-l3, an implant fractured while being inserted into the patient using an inserter. Product was used in accordance with surgical technique. The fractured implant was removed and replaced with another cage of the same size. No patient complications were reported with this event.

Manufacturer narrative:
Product was returned. Visual and optical examination of the returned implant identified brittle fracture at the base of the implant flange. The location and direction of the flange movement suggest lateral bend stress overload as the mechanism of failure.

Manufacturer narrative:
(B)(4). Location : hospital. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.